Event description:
It was reported by the biomedical engineer that the output connector on the atrial side of the external pulse generator (epg) was "broken." The epg was returned for service. There was no patient involvement.

Event description:
It was reported by the biomedical engineer that the output connector on the atrial side of the external pulse generator (epg) was "broken." The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken atrial connector. Analysis also found the upper and lower cases as well as one side bail cover broken, the battery release, battery drawer and battery flex contaminated, one side bail bent and the serial number label torn. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.